Event description:
The customer reported they heard gas leaking from the rear of the ventilator while on a patient. The customer removed the patient from the ventilator, bagged the patient, and placed the patient on another device. The ventilator was alarming, and there was no patient harm reported.